Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient continues to use the device. The recipient will be monitored per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly a non-user due to pain with and without device use. The recipient attempted integrity testing on (B)(6) 2023, but testing could not be completed due to pain. On (B)(6) 2023 the recipient was given one dose of morphine prior to integrity testing, however, the recipient could not tolerate testing due to pain. The recipient was given a second dose of morphine and consent was obtained to completed integrity testing. The recipient is under care of a pain clinic. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.